Event description:
The customer reported a motor error alarm. The customer stated that the insulin pump would not rewind, so he manually pushed on the piston while he was connected, and delivered a full 300 units of insulin into his body. The customer had to go to the hospital after injecting such a large amount of insulin. Troubleshooting was performed. The insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.